Event description:
Patient has had frequent ventricular tachycardia since, and has been loaded with amiodarone. His fibrillation threshold safety margin was only 10 joules previously, and his r-waves had dropped from implant where they were around 8 or 9 to about 2-1/2 to 3. Threshold testing was on high dose of amiodarone. The pt's ICD lead was implanted 2 days before the failure occurred.====================== manufacturer response for lead, ICD, medtronic======================the medtronic representative was present in the or and took the defective device. We have not heard back regarding the manufacturer's investigation findings or analysis report.